Event description:
It was reported that the user experienced an initial high glucose before dinner, entered a usual and then an additional meal announcement, and subsequently developed hypoglycemia to 52 mg/dl; the user then consumed candy and potatoes, which resulted in rebound hyperglycemia to 340 mg/dl, and the pump later stopped dosing due to an incomplete fill of tubing after an unfinished set change, after which the user was guided through a complete set change using the prescribed infusion set. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no lasting health consequences and the need for unexpected medication intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information regarding a device problem or component, and a report of incomplete fill tubing with interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.